Event description:
The customer states that the architect c8000 analyzer generated erratic phosphorus assay results on a patient sample. A patient sample generated an initial phosphorus result of 7.9 mg/dl, and the phosphorus results of 4.4 mg/dl and 4.3 mg/dl when the sample was repeated. The lower result was reported outside of the laboratory. The controls were in range. There was no adverse impact to patient management due to this erratic result.

Manufacturer narrative:
An investigation was performed in response to the customer's complaint of a discrepant phosphorus patient result generated by the architect c8000 analyzer, in 2008. The investigation of the issue consisted of a review of customer complaints, current c8000 labeling, and the information provided including the complaint text. The replacement of the damaged mixer 1 appears to have resolved your c8000 discrepant result issue. No additional discrepant result occurrences by c8000 have been reported since the bent mixer 1 was replaced. A review of the complaint history for the architect csystem was performed over the time period 2008. This search did not find other complaints concerning erratic results for the phosphorus assay. The c8000 operations manual provides multiple probable causes and corrective actions to assist the customer with resolving erratic/discrepant results: operational precautions and limitations under, limitations of result interpretation stating that assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. Troubleshooting and diagnostics describes the probable cause and corrective action(s) for mixer malfunction under erratic results, poor precision - photometric results (c system). A malfunction of the system and reagent appears to have occurred. The complaint test states the customer replaced mixer 1 and no additional issues were observed. This is a final report. End of report.